Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied. The clip counter was no longer active. The jaws and tissue were observed to be extended away from the shaft. Functional testing noted that the instrument was cycled, and the clip loaded into the jaws, the jaws and tissue stop moved forward out of the shaft. The jaws did not close during the firing cycle. It was reported that the jaws were unable to close and the clips were not loading properly. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the jaws were closed and a twisting motion was applied to the device spinning the shaft around the jaws causing damage leading to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an inguinal hernia repair involving vascular clipping, the surgeon was able to squeeze the handle, the jaws were unable to close and the clips were not loading properly. Another device was used to resolve the issue. There was no patient injury.